Event description:
It was reported that during stent assisted embolization of the internal carotid artery aneurysm (ica), significant resistance encountered as the physician was attempting to advance the device to the target lesion. The coil was stretched and removed from the patient. Imaging showed a vessel thrombosis of the middle cerebral artery (mca) near the ica. The thrombosis resulted in a stroke. The patient underwent surgery to remove the blood clot. Patency of the vessel was restored and the event was resolved with no residual effect. The patient is in stable condition in the hospital.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during stent assisted embolization of the internal carotid artery aneurysm (ica), significant resistance encountered as the physician was attempting to advance the device to the target lesion. The coil was stretched and removed from the patient. Imaging showed a vessel thrombosis of the middle cerebral artery (mca) near the ica. The thrombosis resulted in a stroke. The patient underwent surgery to remove the blood clot. Patency of the vessel was restored and the event was resolved with no residual effect. The patient is in stable condition in the hospital.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.